Event description:
It was reported that this pacemaker recorded some signal artifact monitoring (sam) episodes. The mv sensor was disable due to sam. Lead impedances were reportedly not out of range during the episode. Technical services (ts) reviewed and stated that there were some false positive sam episodes due to atrial fibrillation (af). Ts stated that sam actually thought that the signals on the atrial channel were caused by a larger mv sensor pulse which leads to oversensing. Ts recommended to consider turning off sam when the patient needs the mv sensor. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable since we received additional information that there have been no allegations for the lead and the device exhibited sam event due to patient's af. This report contains correction in section b5 describe event or problem and section h6 device codes.

Event description:
It was reported that this pacemaker recorded some signal artifact monitoring (sam) episodes. The mv sensor was disable due to sam. Lead impedances were reportedly not out of range during the episode. Technical services (ts) reviewed and stated that there were some false positive sam episodes due to atrial fibrillation (af). Ts stated that sam actually thought that the signals on the atrial channel were caused by a larger mv sensor pulse which leads to oversensing. Ts recommended to consider turning off sam when the patient needs the mv sensor. This device remains in service. No adverse patient effects were reported. Additional information received indicated that there was no minute ventilation (mv) sensor oversensing and there was false positive sam event due to atrial fibrillation (af). There was no integrity issue on the lead. This device remains in service.